Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b4, d9, g3, g6, h1, h2, h3, h6, and h11. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, when using a 7f exoseal vascular closure device (vcd) for occlusion, the indicator window did not change color. After complete removal, manual compression was applied for 25 minutes. There were no reported injuries to the patient. The procedure was retrograde and interventional in nature. The physician was certified in the use of exoseal vcd. One exoseal device was used, and no visible damage to the device or packaging was observed prior to use. The vessel diameter at the puncture site was confirmed to be =5 mm, with no nearby stent, no stenosis >50%, and no prior closure within 30 days. No difficulty occurred when connecting the exoseal vcd with the unknown sheath. The indicator wire cowling locked with an audible click, pulsatile flow was observed, and the device was retracted with the sheath until bleed back slowed or stopped. No red color was seen in the indicator window during retraction. The indicator wire loop was deployed and visible upon removal, with no anomalies reported. The device will be returned for evaluation.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b4, g3, g6, h1, h2, h3, h6, and h11 complaint conclusion: as reported, when using a 7f exoseal vascular closure device (vcd) for occlusion, the indicator window did not change color. After complete removal, manual compression was applied for 25 minutes. There were no reported injuries to the patient. The procedure was retrograde and interventional in nature. The physician was certified in the use of exoseal vcd. One exoseal device was used, and no visible damage to the device or packaging was observed prior to use. The vessel diameter at the puncture site was confirmed to be =5 mm, with no nearby stent, no stenosis >50%, and no prior closure within 30 days. No difficulty occurred when connecting the exoseal vcd with the unknown sheath. The indicator wire cowling locked with an audible click, pulsatile flow was observed, and the device was retracted with the sheath until bleed back slowed or stopped. No red color was seen in the indicator window during retraction. The indicator wire loop was deployed and visible upon removal, with no anomalies reported. A non-sterile exoseal vascular closure device 7f involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was received depressed, while the guard was locked. The plug was not received for this evaluation, and the indicator wire was found retracted. An 8f non-cordis catheter sheath introducer was returned inserted on the received unit. Finally, it was observed that the indicator window was in the black/white/red position. During this visual analysis, a kinked condition in the delivery shaft was observed, located 6.5 cm from the distal tip. Dimensional analysis was conducted on a portion of the delivery shaft near the affected area to verify the outer diameter. The result obtained was 0.0907 in., per specification 11669412, rev. 4, and was found to be within specification. The measurement was taken using a micrometer with calibration ID j03611, with a next calibration due date of 02-04-2027. An attempt to perform a deployment simulation evaluation was made; however, it could not be completed because the device had already been deployed. The reported event of ¿indicator window no change to indicator¿ was not observed during analysis of the returned device, as the window was received in full transition and the device was fully deployed. The exact cause of the issue experienced could not be conclusively determined during analysis. Additionally, a kinked portion was observed on the delivery shaft. Based on the information available for review and product analysis, user related factors (use error) may have been a contributing factor as it was noted that an 8f sheath was returned inserted in the device. As reported in the product description within the instructions for use (IFU), ¿note: the indwelling vascular sheath introducer must allow the bleed-back port to extend beyond the distal tip of the sheath. The french size of the exoseal¿ vcd must correspond to the french size of the vascular sheath introducer in use.¿ usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. As warned in the instructions for use (IFU), which is not intended as a mitigation, ¿during retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device.¿ neither the product analysis, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. However, an investigation has been initiated to further investigate similar complaints reported.